Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss and no a21 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the insulin pump shuts down when changing battery. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for the analysis.